Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient had been in jail for over a year and their ins stopped working in 2017. They shut the therapy off when they went into jail and didn't charge during that time and had back problems in the ins area since about 6 months ago in 2017. No further complications reported.